Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection identified that the set's tubing was sealed in the packaging. The cause of the sealed tubing has been determined to be a manual loading issue in the packaging process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented solution set was caught in the seal of the packaging. This was identified before the set was used. There was no patient involvement. No additional information is available.